Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Medical review confirmed to remove use error as it was only in inquiry - it did not actually happen.

Event description:
Patient reported " surgical error and bottomed out. Patient advised, surgeon plans to correct issues then re-implant with same device and wanted to know if suggested procedure is safe". Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.